Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. No complaint was received with return of device. Failure event observed during analysis. Final analysis found that the lead was returned in two pieces. An insulation abrasion exposing the re cable lumen was noted at 5.0 cm to 6.6 cm from the distal tip.

Event description:
This is to report is to advise of an event observed during analysis.